Manufacturer narrative:
The subject device has been returned to olympus for evaluation. During evaluation, it was observed, the adhesive part of the objective lens has peeled off, the curved rubber had scratches, the curved rubber adhesive was missing, the angle fixing part of the operation part was loose, scratches were noted on the operation part, scratches were noted in the grip, scratches were noted on the angle lever, scratches were found on the right /left lever, the video connector may have been scratched, the video connector was broken, there were scratches on the surface of the light guide (lg) cover glass, the video connector case may have been scratched, and the label on the lg connector was peeled off. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus, the screen of the endoeye flex deflectable videoscope remained dark even if the amount of light from the light source was increased. Upon inspection of the customer¿s returned device, it was observed, the adhesive of the objective lens was peeling. This report is being submitted for the malfunction found during evaluation. There was no harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of the peeled adhesive could not be determined. It is possible that the failure was caused by stress during operation, external factors, or handling. Olympus will continue to monitor field performance for this device.